Event description:
Per the clinic, the device was explanted on (B)(6) 2022. Additional information has been requested but has not been made available as of the date of this report. The patient was re-implanted with another cochlear device during the same surgery.